Manufacturer narrative:
Requested additional information from amo. No additional information available at this time. If additional medical or product information is received,we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
The following information found on a search of the maude database on (B)(6) 2013 for the period (B)(6) 2011 through (B)(6) 2013. This information was reported to the FDA on (B)(6) 2011 by abbott medical optics. Amo's MDR #: 2020664-2011-00128. We received a report from a distributor that a male patient experienced a corneal ulcer after using private label multipurpose solution with his acuvue contact lenses. In follow up, the patient's mother reported that her son complained that his right eye was very irritated for a couple of days before being seen by a health care provider at college and referred for further treatment. The mother then drove him to an emergency room. He wa in a lot of pain and was very photophobic. At the emergency room, numbing drops were placed in the eye, a corneal scraping was taken and he was prescribed 3 different antibiotics that were used every hour. The complaint bottle was discarded and the lot number is unknown. The reporter indicated the testing (corneal scraping) confirmed a bacterial infection; she was unable to provide the name of the organism. Her son's eye healed very well in just over one week. He was advised to stop using contact lenses as the damage to his cornea is permanent. Additional information has been requested.